Manufacturer narrative:
Concomitant products : 3830 lead implanted (B)(6) 2009, 6947 lead implanted (B)(6) 2009. Product event summary : the partial lead in segments was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced abdominal stimulation when positioning on the right side. The left ventricular lead had increased threshold and was causing diaphragmatic and phrenic nerve stimulation. Various pacing vectors were programmed, but the issues persisted so the lead was explanted and replaced. It was also reported that the right atrial lead dislodged. The lead was explanted and replaced. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.